Manufacturer narrative:
September/12/2018 - the consumer will not be returned the product as she will have someone else open the package for her. Therefore, an investigation is not required.

Event description:
September/12/2018 - the consumer claims to have cut herself while trying to open the package for this product. Medical attention was not received. No investigation is required as the consumer will not return the product and will ask someone else to open the package for her.